Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient received a replace generator soon message for their implantable pulse generator (ipg). Patient may undergo surgery to correct this issue. Patient is stable.

Event description:
Additional information indicates the device is no longer liable.